Event description:
It was reported that the customer had a button error alarm on the insulin pump due to water damage. Customer's blood glucose level was 287 mg/dl. Customer stated that she is getting a button error due to water damage. Customer was at the pool but never got the pump wet. Customer was able to clear the button error. Customer removed the battery and placed the battery back in place. Now the buttons are not responding. Customer stated that his blood glucose level was high due to having just eaten pizza. Customer tried to bolus when she got a button error. Customer mentioned that the keypad was not working. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.